Manufacturer narrative:
The unit was received for investigation on june 09, 2025, with a reported "oxygen error," which was confirmed during inspection. The root cause was identified as a blocked feed port due to a muffler filled with dust and debris. This obstruction caused elevated column pressure and low external oxygen levels. Internal inspection revealed the unit was extremely dirty, showing evidence of cigarette smoke exposure, a heavily soiled fan, and a contaminated feed/waste manifold conditions indicative of user abuse. The power input also showed damage due to wear on the gold pad. Cosmetic damage to both the top and bottom housings necessitated replacement. Attempts to contact the patient on three separate occasions were unsuccessful; therefore, no information could be obtained regarding hospitalization or infection. This complaint is submitted out of an abundance of caution.

Event description:
On (B)(6) 2025, the patient called inogen to report that the g5 was not given her oxygen. The patient also stated she had gone to the hospital due to not getting enough oxygen and had ended up with an infection as well. Inogen, attempted to follow up with the patient on three separate occasions to gather more information, but the patient was unreachable. This complaint is being submitted due to the nature of the patient claiming she had been to the hospital.